Event description:
The nurse reported that during a diagnostic bronchoscopy procedure, the insertion tube of the bronchoscope could not be straightened. According to the nurse, the occurence caused the distal tip to lock in an angulated position. Once the scope was removed from the patient, the distal tip angulated without any problem. According to the nurse, the scope was safely removed from the patient and evaluated in the procedure room. Although no problems were found, the doctor stated that it was difficult to control angulation after the occurrence. Nevertheless, upon completion of the inspection, the patient was reintubated with the same scope and the procedure was completed without complications.